Event description:
It was reported that during a total knee procedure, the blade broke at the mount. It was also reported that the broken piece did not fall into the surgical site and the event did not impact the pt's outcome. It was further reported that another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. It was visually confirmed that one tab was broken off the mount of the blade. The blade was measured where possible and critical specifications were met. The mfg records for this product were reviewed, no issues were identified which may have contributed to this event. The root cause of this failure is multi-factorial.